Manufacturer narrative:
(B)(4). The device was manufactured 10/10/2016 - 10/11/2016. The device was received for evaluation. Visual inspection revealed a black piece of particulate matter in the tube. Further inspection revealed that the particle was irregular, burned plastic, brown, opaque and homogeneous. The characteristics identified corresponded to burned polyvinyl chloride (pvc) resin. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿something black inside the tubing" of a clearlink extension set. This was noted during infusion of lactated ringers solution. The reporter stated that there was no particulate matter noted in the solution bag. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.